Event description:
Patient had hemorrhoidopexy with ethicon pph stapler, cpt 46947. While in pacu(post-anesthesia care unit) had rectal bleeding and returned to the operating room for evacuation of clot, anorectal exam and reinforcement of staple line with sutures. The only item implanted was the staples. Pre-op hgb 13.7. Hours after surgery on 1-6 was 12.9 and day after return to surgery was 11.7.